Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 130am, the patient woke up to an alert with a low cgm value. No bg meter comparison value was taken at this time. The patient was asymptomatic. The patient self-treated with orange juice, glucose gummies, and food. At 230am, the patient¿s cgm was still providing low readings, therefore, she decided to go to the emergency room (ER). At the ER, the patient¿s bg meter reading was 600 mg/dl while the cgm was still reading low. The patient was diagnosed with dka and her sensor was removed. She was treated with IV insulin and IV fluids. She was discharged home later the same day, around 630am with a bg meter reading in the 200s mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.